Event description:
A report was received that the patient went through cardioversion and defibrillation during non-device related heart attacks. Following the intervention, the patient's ipg will not charge. The physician has recommended a pocket revision.

Event description:
A report was received that the patient went through cardioversion and defibrillation during non-device related heart attacks. Following the intervention, the patient's ipg will not charge. The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information indicated that the patient underwent a pocket revision procedure, where the physician replaced the patient's ipg. The patient is reportedly doing well following the procedure. The complaint of the premature battery depletion of the ipg was confirmed. The analog ic (aic-u1) was damaged. The aic-u1 damage resulted in the inability to communicate and rapid battery depletion rate of the ipg.